Event description:
It was reported that this device was suspected to be depleting prematurely. A preventive device replacement was scheduled in the upcoming months. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this device was suspected to be depleting prematurely. A preventive device replacement was scheduled in the upcoming months. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted. No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was suspected to be depleting prematurely. A preventive device replacement was scheduled in the upcoming months. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted. No adverse patient effects were reported. This device has been received for analysis.